Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The unit was received with a communication error alarm during the self test due to an issue with the radio frequency board. The pump also had a cracked case at a display window corner and minor scratches on the lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a failed self test. The patient's blood glucose at the time of incident is unknown, but she has been running into the high 400 mg/dl range and sometimes her blood glucose reaches 600 mg/dl. The customer treated the highs with the pump, and if the pump was ineffective she would use a manual insulin injection. Troubleshooting was initiated for the failed self test and the customer was able to rewind the pump. However, the first occurrence of the failed self test requires the pump to be returned, and the customer confirmed that the alarm has occurred several times. The insulin pump was returned for analysis and a replacement device was shipped to the customer.